Event description:
Facility reports that two staff had a resident in the sling attempting to transfer when the neck of the actuator broke. The resident only slumped into her chair abruptly. No injury was reported. Pursuant to identifying a reportable event involving uno 102 patient lift, liko has performed a retrospective review on similar events to determine reportability. This event has been determined to be reportable.